Manufacturer narrative:
Eval results: device history review found the product met specifications when released for distribution. Conclusion: cause of event cannot be determined. Analysis: to date, this product has not been returned to medtronic for analysis. The info received from the health care professional indicates that this valve will not be returned for analysis. Without product return, analysis is limited to review of the device history record, which shows that this product met mfg specifications when released for distribution. Conclusion: no definitive conclusions can be drawn regarding the performance of this product, as the device has not been returned for analysis. The available info suggests this product will not be returned. Should the product be returned, a complete investigation and eval of the device will be performed.

Event description:
Medtronic received info that the pt with this bioprosthetic mitral valve presented to the emergency room with symptoms of anemia. Th ept was admitted, and eval of the valve demonstrated a large central jet, a torn leaflet, and the valve was heavily calcified. The decision was made to explant and replace this valve, which was performed without reported complication. It was reported that the pt has a history of rheumatic heart disease.